Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right ventricular lead exhibited high capture threshold and low impedance. The patient presented on (B)(6) 2019 for lead revision procedure and the lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
A partial lead was returned for analysis measuring 47.5 cm from the distal end. The insulation was crushed at 34.0 cm to 37.5cm from the distal tip resulting from clavicle crush.